Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "this was a right side hip revision performed due to painful bipolar hip. No other information available from hospital." Spoke to rep: the surgeon did not report the possible cause or contributor for the pain. Hip was converted from bipolar to tha. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
As reported: "this was a right side hip revision performed due to painful bipolar hip. No other information available from hospital." Spoke to rep: the surgeon did not report the possible cause or contributor for the pain. Hip was converted from bipolar to tha. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: c-taper cocr lfit head 28mm/0; cat # 06-2800; lot # 3e4jxx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding pain involving a uhr head was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.